Manufacturer narrative:
(B)(4). Additional device implanted and involved in the event: plc181400/17239926 and plc161400/17237083. Patient¿s medications: atorvastatin calcium and tamsulosin. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up imaging identified the trunk-ipsilateral leg component limb was occluded on the patient¿s right side. The cause of the occlusion of the device is unknown. On (B)(6) 2018, the patient underwent an explant procedure, removing all three devices and the aorta was repaired with a surgical graft. It was reported the patient tolerated the procedure.